Event description:
Pt had a preexisting small open ulcer (about the size of a quarter) that turned into a 4 cm ulcer after wearing a prescribed airform ankle stirrup for one day and claims it aggravated the wound. The ulcer developed into cellulitis. Pt spent four days in the hospital.

Manufacturer narrative:
The product is mfg to eliminate any material known to cause allergic reactions.